Event description:
The customer reports a falsely elevated architect ipth assay result. A value of 73 ng/l was generated on an architect i2000 analyzer. The sample generated a result of 53 ng/l on the same platform using architect ipth reagent lot 00512h000 on (B)(6) 2013. No suspect results were reported from the lab with no patient impact.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08k25-20 that has a similar product distributed in the us, list number 08k25-27. (B)(4).

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of the study "performance characteristics of six intact parathyroid hormone assays", and a review of labeling. Tracking and trending identified no atypical complaint activity. Labeling was reviewed and found to be adequate. The performance study found good correlation between the architect ipht and comparative methods. No product deficiency or malfunction was identified. This event will be reported in manufacturer report number 3002809144-2014-00133.